Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head did not display a image and it was fuzzy, like static. The event was identified during preparation of a diagnostic cysto room (cystoscopy)procedure. There were no reports of patient harm.

Event description:
It was reported the camera head did not display a image and it was fuzzy, like static. The event was identified during preparation of a diagnostic cysto room (cystoscopy)procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure no image was not confirmed and fuzzy, like static image was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cut on cable. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: fuzzy image like static" due to faulty cable and in regard to the cut on cable, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.